Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was malfunctioning. It was reported that display screen was blank. It was also reported that red lights were flashing and pump was making noise. Customer stated that insulin pump had a hairline crack and was not sure how it occurred. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected blank display noted during testing. Device functioned properly. Device received with cracked keypad at select button, keypad overlay texture damage, cracked case near belt clip rails corners, cracked case, cracked battery tube threads and cracked retainer. Device failed leak test. Device leaked from the back side of case near battery tube. No moisture damage in motor assembly or electronic assembly noted during visual inspection.